Event description:
During a cryoablation procedure, there was air present in the flexcath steerable sheath during aspiration. The flexcath sheath was replaced and the procedure was completed. A pericardial effusion was noted at the end of the case. There was no perforation. The patient was kept under observation.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths. This device failure caused the reported air ingress during aspiration, but is not considered to be related to the pericardial effusion that was observed in the patient at the end of the case.